Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical devices: 11-301301- arcos con sz a std 60mm sz a- 307830; 00223200205-integral long gtr w/4 cables-56699355; 650-1057-cer bioloxd option hd 36mm- 2018111493; 650-1064-cer option type 1 tpr sleve -6- 2019061522. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01991. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision surgery approximately 9 months¿ post implantation due to joint swelling. There was no complication during the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.